Manufacturer narrative:
It was determined that the isolation transformer malfunctioned and a replacement isolation transformer was sent to the site resolving the issue.

Event description:
It was reported that the monitor shut down during a procedure due to the isolation transformer powering down. The devices were then plugged directly into a wall outlet after which the monitor came back on. There as no patient injury or other adverse health consequence.